Event description:
Additional information was received from a foreign healthcare provider via a company representative. Regarding further actions taken to resolve the event, it was reported that the patient was intubated to assist with drug overdose. The patient was now doing fine. The patient was to have the pump explanted, but the date of this was not currently known as it was not yet planned. Upon removal, the device is to be returned to the manufacturer for analysis. The patient¿s medical history was noted as not having been made available.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and healthcare provider regarding a foreign patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported the patient experienced drowsiness and felt like she had a large subcutaneous dose of opioids. The patient was admitted to the intensive care unit with suspected pocket fill. Regarding factors that may have contributed to the issue, it was noted that the patient had a pump refill at a hospital the same day as the incident. No diagnostic tests or troubleshooting was performed. Actions taken to resolve the issue included a refill kit have been given to the physician on duty and drug was extracted from the pump. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was resolved as of (B)(6) 2021.